Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the t1 of a fast fix 360 deployed successfully and t2 came out while tightening the knot. Both t1 and t2 were removed from the meniscus with grasper. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an application of excessive force during the knot reduction or deployment of the implants prior to reaching the backside of the meniscus. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.